Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) depleted prematurely following a surgical procedure involving magnet application. It was reported that the magnet had positioned in a way that resulted in the magnet being on and off the device several times throughout the procedure. It was unknown if the device had been explanted and replaced or if it remains in service. No adverse patient effects were reported.